Event description:
The customer's family member reported that when the pt attempted to bolus the pump beeped without pressing the activate button. During the call the contact also informed that they had to take the customer to the emergency room due to high bgs. The family member indicated that cannula was dislodged and lying bent against their skin. Troubleshooting was performed. The programming and histories on the pump were correct. A fixed prime was completed and the insulin exited. The pump was operating as designed. Instructed the customer to change the set and site per doctor's instructions.